Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that during the implant procedure there was undersensing of the induced arrhythmia and the subcutaneous implantable cardioverter defibrillator (s-ICD) did not deliver a shock until after 50 seconds. The s-ICD was reprogrammed and upon re-testing the device shocked but it did not result in a successful termination of the induced arrhythmia. The s-ICD remains implanted and the patient was hospitalized. Boston scientific technical services (ts) was consulted for review. No additional adverse patient effects were reported.